Manufacturer narrative:
A device history record review was carried out for lot 1842 supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. A review of our database has found another complaint received for this issue for this product code and lot number. 248 samples were received to the investigation site. 7 of them were out of their pouches and we observed the reported failure mode. Other samples were assessed and all aspects of the samples were as expected, the dressing was able to be applied without issue. 7 of the returned samples showed signs of delamination between the film layer and the liner paper. This is an intermittent defect which occurs during the manufacture and construction of the final dressing. Smith & nephew acknowledge customer concern and are continually investigation ways to develop and improve our product.

Event description:
It was reported that when the customer removed the carrier#2, the film dressing adhered to the carrier#2 and got peeled off from the frame. The defective products were used for about 5 patients by peeling the carrier#2 from the film with hands. The nurse and our sales rep tested 15 products and confirmed all of them were affected. As all products checked had been affected, they had no choice but to use the defective products. No patient harm. No delay in treatment. The samples will be returned for investigation.